Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a white powder was found on the tubeset.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed alleged failure: a white powder was found the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be extreme shipping conditions, incorrect or inadequate packaging, improper storage. The reported failure mode will be monitored for future reoccurrence. The product was returned for investigation and the reported failure mode was confirmed alleged failure: a white powder was found the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be extreme shipping conditions, incorrect or inadequate packaging, improper storage. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a white powder was found on the tubeset.